Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was oversensing noise on the right ventricular (rv) lead. The patient is pacemaker dependent and had a syncopal episode as a result. The device was reprogrammed to electrocautery mode and remains in service.